Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 16 months post implant the patient experienced a few pump stop alarms while supported by the power module or the batteries. The patient was readmitted into the hospital. While in the hospital the system controller was exchanged but the alarms continued to occur. The cardiologist observed damage to the percutaneous lead and the MFR's technical team performed a percutaneous lead replacement. Additional information received from a device tracking form that was submitted to the MFR indicated, that approximately 6 days later a pump exchange was performed as the pump stop alarm continued after the percutaneous lead replacement.